Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported that the clinician is not alerted/aware of a possible patient fall condition. There was 1 instance with patient involvement; where the patient experienced a fall.